Event description:
It has been reported that the pt rec'd a durom hip generic on (B)(6) 2007 and due to pain that radiates down to her knee, groin and her back, the pt is being monitored.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).